Event description:
It was reported that during transport in an ambulance, the ventilator shut down with an audible alarm while connected to a patient. When the ventilator was plugged into ambulance power, the ventilator shut down. The ventilator would not restart after it had shut down so other means of ventilation were provided to the patient. No patient harm reported.